Event description:
The patient reported following intrathecal drug delivery pump refill, the patient bent over to see his foot and felt a complete return of pain about 3-4 hours later. The patient reports his legs felt heavy and the bottom of his feet felt numb. The drug used in the pump is dilaudid. The following day, the patient reported the numbness and heavy feeling in his legs and feet had resolved, however, the patient reported "his back feels very heavy, pressing down." Additional information has been requested from the hcp, but was not available on the date of this report.